Manufacturer narrative:
(B)(4).this complaint for a system error (se) 2240 (air in set) is confirmed because the patient reported having a clamp open on an unused supply line during therapy, which is use error that can cause system error 2240 alarms. The home patient (hp) checked the lines and bags and found an unused final line clamp was open. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if additional relevant information is received.

Event description:
A customer contacted global technical service (gts) reporting a system error 2240 during dwell 3 of 4 on the homechoice (hc). The home patient (hp) checked the lines and bags and found an unused final line clamp was closed. The technical service representative (tsr) had the hp close all the clamps, cycle power off and on to clear the system error 2240 followed by the system error 2367 ending therapy. The tsr had the hp disconnect using aseptic technique and remove the cassette. The hp was to notify the peritoneal dialysis registered nurse (pdrn) of the missed therapy. The hc was operational and a swap of the device was not necessary. There was no serious injury or medical intervention reported.